Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: the reported dim and discolored display screen was not confirmed or duplicated during investigation. The contrast setting was set at '7'. The display screen was found to be fully functional and fully illuminated with no visible signs of fading or discoloration. Unrelated to the complaint, the battery compartment was found to have a small crack on the side of chamber extending up from the primary seal. There was no evidence of moisture damage found in battery compartment. There were no power loss issues found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported a dim/fading/color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.